Event description:
Pt alleges that the quantum ipl vein treatment was painful and that she asked the tech to stop the treatment. Pt claims to have suffered burns as well as hypopigmentation that required about 18 months to resolve. Per customer, the physician saw the pt within 3 days of the incident and recommended bacitracin ointment three times per day, diagnosis was superficial blisters and pain. On 8/2/04, the physician recommended a nonsteroidal topical and hyaluronic acid with spf-15 (otc). On 8/6/04, the physician prescribed temovate twice per day for three days and hydroquinone twice per day for at least 6 months. During follow-up period physician advised the pt to keep the skin covered at all times to minimize sun exposure by wearing pants rather than shorts, and pt arrived for the first follow-up visit wearing short pants. Per the physician, pt tanning contributed to root cause. The pt appeared tanned in the photographs provided to lumenis. Root cause: per the customer engineer ce the sr 590 head was out of specification high before calibration, and this appears to be the primary root cause. Per the ce, output on this treatment head was within specification following calibration. Per the ce the power detector/glass were also dirty, which can affect calibration and output.

Manufacturer narrative:
Lumenis responses to questions. 1. The dr's insurance co is claiming that the injuries were a direct result of equipment malfunction. Lumenis response: adverse event was not reported, also customer did not request service until 4 months after the incident. See 4 below. 2. The head of the ipl was replaced after myself and two other pts received the same injuries from the treatment. Lumenis response: the customer reported to lumenis that they did replace the treatment head. 3. On 12/28/04, dr. Told me that a tech from lumenis replaced the head on the ipl after a third pt received burns from a treatment. Lumenis response: there is no record that any lumenis personnel replaced any treatment heads at dr.'s location after this incident. There is no record of the customer reporting any safety incidents to lumenis on or after the date of this incident. Lumenis learned of this safety incident through the coummunication from pt cf. Lumenis recommended to the customer during this investigation that they should report all known or potential safety incidents to lumenis. 4. Complaint that lumenis legal rep had not responded to pt with findings during 2006. Lumenis response: the service report erroneously stated, the 640 treatment head output was high. Through investigation with the customer, luemenis determined it was the 590 treatment head, used to treat pt cf, that had high output. Until this resolution, a final report was not possible.